Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon had difficulty inserting the lens with the injector. The surgeon enlarged the incision and inserted the lens without an injector. A stitch was placed and the pt was reported as "doing well". Reference MDR #1313525-2015-00059 for the injector involved in the event.